Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 21:00:12. Daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance= 532 to 4047 ohms peak between (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a couple weeks of a device replacement, the right ventricular (rv) lead exhibited high impedance, and was not sensing or pacing appropriately. A setscrew issue was suspected. Follow up was attempted for additional information, but it was not possible to determine whether the problem was related to the lead or the device setscrew. The device and lead remain in use. No patient complications have been reported as a result of this event.